Event description:
A peritoneal dialysis (pd) patient contact reported to technical support (ts) that the screen of their liberty select cycler was blank during an unknown phase of their pd treatment. The patient also noticed the cassette door was filled with fluid. The patient contact tried rebooting the cycler; the ok and stop keys were on, but the screen remained blank. At that point in time, the ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would use their old cycler in the meantime. Upon followup the patient did not confirm the event and stated that no fluid leak had occurred. The patient verified no fluid had been discovered in the cassette door of the cycler or anywhere else during their treatment. The patient stated the only issue they had encountered at that time was the blank screen issue on the cycler. The patient confirmed they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment with an old cycler on the day of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. The patient confirmed they have continued using the new cycler for their pd treatment without issue since. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dark. It was identified that the cause for the dark screen was due to the front panel assembly ground cable making contact with the inverter board at the rear of the front panel assembly causing a short which had also severed the plastic ground cable. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. An accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during the ast. A mushroom head check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on the transformer of the inverter board.